Event description:
Customer reported the power switch doesn't work properly. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the on/off switch and associated cable. System operates as intended.